Manufacturer narrative:
Product analysis: the procedural guidewire was removed from the device. The stability member had detached 1.5mm distal to the strain relief. There was a radial tear on the shaft 8mm distal to the detachment site. The shaft was split starting at the distal end and extending 8.1cm proximally along the shaft. The retractable sheath was damaged with braiding wire exposed. The sheath was pinched and partially flattened. The sheath was severely kinked at the transition joint. The distal tip was severely damaged. There was 1.60cm of inner member shaft remaining distal to the tip of the retractable sheath. The remainder of the shaft including the distal tip and two shaft markers had detached. (B)(4).

Event description:
The physician intended to use two complete se devices to treat the right proximal and distal sfa. The lesion was moderately calcified with 60% stenosis and non-tortuous. The lesion was pre-dilated with a 5mm balloon. There was no damage to the packaging and no issues removing the devices from the hoop. The devices were prepped per IFU with no issues noted. The devices did not pass through a previously deployed stent. No resistance was encountered when advancing the devices and no excessive force was used. Stent deformation occurred in vivo during positioning/ deployment with both stents. It is reported that it was difficult to remove both delivery systems following stent deployment. Both stents did fully expand. After the stent was released it is reported that the delivery system couldn't move forward and backwards without taking the released stent with it. It cannot be confirmed if the delivery catheter caught on the stent during withdrawal. The procedure was not completed. The patient was brought to surgery to retrieve the deployed device. Open surgery was performed to remove the rest of the stent material, but everything could not be removed. Outcome ongoing. Patient is ok.

Manufacturer narrative:
Four still images were provided for review. The images confirm the tortuous nature of the vessel; however the reported difficulties are not captured. Therefore the procedural images do not confirm the removal difficulties and subsequent material detachment. Additional information rec'd: it was not possible to remove the first delivery system softly without crushing the stent. Finally we removed the system by crimping the stent. The artery was afterwards totally occluded. It was possible to restore a very good flow by dilating and covering the damaged stent with a covered stentgraft.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.